Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a leak was detected at the arterial side of oxygenator (at sample line). During priming, there was not any failure detected however right before start of ecc after the connections, a leak was observed. No harm to any person was reported. Since the patient was involved even no blood contact or contamination was occurred, and the product change was required, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
It was reported that a leak was detected at the arterial side of oxygenator (at sample line). During priming, there was no failure detected, however right before start of ecc after the connections, a leak was observed. No harm to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-09-02. The investigation confirmed the presence of a longitudinal crack on the luer of the air vent valve, which was consistent with the reported issue by the customer. In addition the visual inspection revealed an irregularity and white residue on the luer cone of the sampling manifold. This deviation was already evaluated within a non-conformity record for getinge cp antalya and it was found that the failure was caused by a supplier production failure which is specific to one cavity and it was confirmed by supplier that cavity will no longer be in use. All further actions were taken within these non-conformity records. No further deformation was found on the received product during visual inspection. Further, performed blood-side leak test confirmed a leakage at the claimed area due to the damaged luer. Based on the investigation results, failure could be confirmed. The probable causes for a longitudinal crack on the luer lock connector of de-airing valve (air vent valve) were found as related with: - transport / storage: damage occurred due to improper handling. - manufacturing / user: material fatigue caused by excessive torque when tightening peripherals linked to the luer contact with liquids that influence the stability of the polymer chains of the polycarbonat. - user: use of non-specified luer caps or sample lines. Further, the cause of the detected damage on the luer cone of sampling manifold line was found as related with supplier production. The production history record (DHR) of the affected quadrox-I small adult with lot # 3000435150 was reviewed on 2025-06-06. According to the DHR results, the product quadrox-I small adult passed the defined manufacturing and final release specifications. Since it is a production related (damage on the luer cone of sampling manifold line) failure and all further investigation will be performed within the nc, thus a DHR review is not feasable for finish product "bo-vkmo 71000, #701067951". The reported failure is also mitigated within instruction for use (IFU) of the product, quadrox-I small adult / adult, g-300, v07, page 16 ¿7.2 priming the system¿: oxygenator leaks and damage. Can lead to infections, blood loss and embolisms in the patient. - before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. - check the oxygenator for leaks on the blood-carrying side while priming. - do not use the oxygenator if there are any leaks. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).